Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device revealed lifted hybrid bond wires.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device had loss of power before the estimated longevity was reached. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device had loss of power before the estimated longevity was reached. The device was explanted and replaced. No patient complications have been reported as a result of this event.